Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged particles in airway from device, with symptoms of nasal infection. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found no distinct wear, tear or contamination on the enclosure. The manufacturer visually inspected the device internally and found light dust contamination in the blower. No evidence of sound abatement foam breakdown was observed, and the foam appears intact. No distinct odors were observed. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation but light dust contamination in the blower, which is likely from external source. Section d9, section h3, codes in section h6 were updated/ corrected in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per (B)(4).

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.